Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips reporting that the up-arrow button isn't working. There was no patient or user involvement.